Manufacturer narrative:
Device evaluated by MFR. : a synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid and distal region of the stent were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014" guidewire loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-aug-2020. It was reported that difficulty advancing and shaft kink occurred. The target lesion was located in a tortuous coronary artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent could not reach the lesion and the delivery shaft was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.